Event description:
A peritoneal dialysis (pd) nurse reported a patient had expired at home on (B)(6) 2014, unrelated to cycler. The patient was not no the cycler at the time of death. The nurse reported that per death certificate, the primary cause of death was failure to thrive, with secondary causes; cardiomyopathy, cerebrovascular accident and septicemia due to peripheral vascular disease.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specifications.